Event description:
Description: ¿during the preparation process, the filter needle broke off into the vial¿

Manufacturer narrative:
H11 -a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
(B)(4) follow up. A filter needle was reported to have broken off into a vial. As the physical sample was not returned, a comprehensive evaluation could not be conducted. To support the investigation, two photographs were submitted and reviewed by the quality team. The images depict a syringe with the lower portion of the needle hub visible. No additional information could be obtained from the photographs. A review of the device history record was completed for material number 305211, lot 4031348. The assessment did not identify any quality issues during the production of this lot that could have contributed to the reported condition. No related quality notifications were found, and all manufacturing processes and final inspections were performed in accordance with applicable specifications. Based on the photographic evidence, the reported condition was confirmed. However, due to the absence of the physical sample, a definitive root cause could not be determined.